Event description:
Product analysis was completed on the returned handheld computer and wand. An analysis was performed on the returned handheld computer. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Follow up with the reporter indicated no issues were occurring with the old vns programming wand and new handheld computer system, ruling out any problems with the vns programming wand.

Event description:
Reporter indicated a vns handheld computer with 8.0 software was not performing as intended and was displaying 'check sum' messages. The suspect computer and flashcard have been returned and are pending product analysis.